Event description:
It was reported that the machine was being wheeled out of an elevator and one of the castors broke going over the elevator threshold. It was reported that the machine fell on an employee. The extent of the injury was not provided, but the facility indicated that an injury report was filed.

Manufacturer narrative:
Draeger medical was informed of the reported event via receipt of user facility medwatch (B)(4). The facility was contacted and confirmed the reported event. The facility reported that the replaced caster was discarded and was not available for investigation. The facility did know the differential between the threshold and the actual floor or whether the device was being pushed/pulled into the elevator or out of the elevator. Draeger medical asked for additional information regarding the injury sustained but it was not provided. The facility did state that an injury report was filed. The facility also added that the machine was repaired and put back into use and there have no reported issues. A review of complaint files did not uncover any similar reports of caster breakage on the narkomed mobile. A review of parts usage data indicated that only 5 casters have been ordered in the last year. The reason for ordering is not known. There were approximately 350 narkomed mobile devices distributed between 1999 and 2006. It is not known if there were other factors that may have contributed to the caster breaking. Without additional information and in light of the low ordering of replacement parts and no other similar reports, this is considered a random failure.